Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform s/n (B)(6) passed the initial functional testing but failed the load cell characterization test. The root cause of the noted failure was the defective load cell 1, likely attributed to the age of the platform, failed component(s), or mishandling such as a drop. The autopulse platform was manufactured in january 2008 and is more than 16 years old, past the expected service life of 5 years. The defective load cell 1 was replaced to remedy the fault. Upon visual inspection, no physical damage was observed. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During preventative maintenance (pm) performed at zoll on may 28, 2024, the autopulse platform sn (B)(6) failed the load cell characterization test while servicing at zoll. No patient involvement.